Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose on (B)(6) 2017 at 12:00 am. The customer reported thinking, but not sure if insulin pump is broken, because just got out of the hospital due to it not delivering insulin. The blood glucose value at the time of admission 490 mg/dl. The customer had symptoms of diabetic ketoacidosis. The customer was treated for the high blood glucose level with novolog. The customer was not wearing the pump at the time of the hospitalization. The customer had been off the pump less than forth eight hours. The customer did troubleshoot the issue and found the high-pressure test fail. The customer¿s blood glucose level was 327 mg/dl at the time of the incident. The customers current blood glucose level was 550 mg/dl. The customer reported an insulin flow blocked alarm, however troubleshooting was not possible at the time of the call . The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No unexpected insulin flow blocked alarm noted during testing. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.